Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for original complaint.- litigation alleges that on (B)(6) 2007, patient was revised from a previous implantation and implanted with a depuy prostalac cup and stem and a depuy articuleze femoral head. Patient was then revised again for unknown reasons on (B)(6) 2007, at which time the cup and head were replaced. Records indicate that the patient had a hematoma and the indicators all came back negative for infection so the patient was re-implanted with new components. In addition to what was previously reported, ppf alleges pulmonary embolism and infection after the first revision.